Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. Raw sensor data analysis showed optical instability around the timeframe of the reported inaccuracies, and this most likely caused the observed sensor inaccuracy. The user was offered a sensor replacement as a resolution. B4.date of this report 15 sept 2025. G3.date received by the manufacturer? 15 sept 2025. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 18 june 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.